Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer did not know the reason on how the touch screen became cracked. The customer's blood glucose level was 201 mg/dl. Customer would continue to use the pump for insulin therapy.